Event description:
A health care professional reported during the intraocular lens implantation plunger does not advance correctly and does not drag the lens forward well. Either it stays hooked or it goes up or down and a notch on the periphery of the lens that did not affect the optics was also observed. The lens was implanted with no impact on the patient. The lens remains implanted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. (B)(4).